Event description:
Device issue: incomplete deflation. Time of device issue: during the procedure. Adverse event: none. It was reported that the voyager nc successfully post-dilated the moderately calcified, heavily tortuous left main to left circumflex artery. Resistance was felt upon removal of the voyager nc from the patient, but was successfully removed without patient injury or additional intervention. After removal of the device, it was examined and the voyager nc did not appear to have fully deflated. The voyager nc trifolds did not refold properly. There were no adverse patient effects reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device noted the balloon was loosely folded. There was no damage noted to the balloon catheter. Factors that may contribute to the difficulty to deflate a balloon catheter include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. A new indeflator was used to pressurize the balloon to the rated burst pressure (rbp) of 18 atmospheres (atm) with no anomalies noted. Negative pressure was pulled and the balloon deflated properly (tri-folded). Additionally, the deflation times were measured and met manufacturing criteria. In this case, the reported difficulties were unable to be confirmed. It is possible the balloon was not completely deflated prior to removal, contributing to the difficulty removing the balloon. It is also possible the balloon deflated flat during use, which is common with multiple/high pressure inflations; and the flat balloon could have interacted with the anatomy and contributed to the reported difficulty, but a flat balloon is not uncommon (especially when deflated outside of the body) and it is unknown if the balloon deflated in the same manner during use. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, the reported difficulties were unable to be confirmed; therefore, a conclusive cause could not be determined. All dilatation catheters are 100% visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify proper balloon inflation and deflation.